Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose level event on (B)(6) 2026 as the patient used cold insulin with infusion set causing occlusion issue. The patient was treated with correction injection via mdi (multiple daily injections).